Event description:
It was reported the ECG rhythm appears but the sherlock does not. Occurred on 5 consecutive insertions. Giving erratic and inaccurate readings. This report addresses the first insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of ECG rhythm appears but the sherlock does not was confirmed. The magnet tracking is working after 301 and 303 errors display and the sherlock sensor is recalibrated. The root cause of the reported failure was identified as an internal failure of the magnet tracking board.

Event description:
It was reported the ECG rhythm appears but the sherlock does not. Occurred on 5 consecutive insertions. Giving erratic and inaccurate readings. This report addresses the first insertion.